Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and the healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg /ml at flex dose 686 units per day via an implantable pump. The other medications the patient was taking at the time of the event was oral baclofen 20mg every 8 hours. It was reported that the patient had a loss of efficacy since around (B)(6). The patient noticed an increase in spasms including bladder spasms. The patient stated the dose was increased. The physician did a dye study last week and the patient was also started on oral baclofen before coming in (B)(6) for catheter replacement. The patient denied falls or any incident around (B)(6)in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician did a dye study last week, exact date not given. The actions and interventions taken to resolve the issue was the physician replaced the catheter and adjusted the baclofen dose decreasing by 50 percent. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the doctor did a dye study last week and determined the catheter needed to be replaced (results not provided and it was noted they were not at the dye study). The patient reported he noticed an increase in spasms since (B)(6) 2020. Regarding the cause for the catheter replacement it was reported the catheter needed to be replaced per the doctor. The patient denied any falls or accidents since (B)(6) 2020. Further information was not provided.